Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer replaced the instrument with one of the same kind to resolve the problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted renal cyst decortication surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the surgeon was experiencing non-intuitive motion when using monopolar curved scissors (mcs) instrument on the arm 3. The surgeon stated that when moving the instrument left, it instead went the other way in the viewer. All other arms were functioning as normal. The customer had tried reseating instrument and drape prior to calling tech support. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the site contacted clinical sales representative (csr) when first mcs instrument had non intuitive motion. The csr went on site and noted that mcs was stuck on patient side manipulator 3 (psm3). The csr guided site to use release button to release the instrument. The mcs instrument was removed and new mcs instrument was installed. But it was not engaging on psm3 well. The customer tried to reseat the sterile adapter, but issue did not resolve. It could not be removed from psm3 and got stuck. It was noted the release button did not work. The csr guided site to use force to remove the mcs instrument which caused breakage of input disk. The site undocked the robot and changed the sterile adapter. The system was re-draped and new sterile adapter was used. This resolved the issue and the customer continue the procedure using all four arms and a new mcs instrument. The procedure was completed with no patient injury.